Event description:
It was reported that the customer's pump screen was dark and would not turn on despite various troubleshooting attempts. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.